Manufacturer narrative:
Combination product: yes.

Event description:
The atrial sensing dipole of this lead was under-sensing atrial activity. A solia s 53 pacing lead was implanted in the right atrium. The is-1 pin of this dx lead is capped.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.